Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Needle back down was not successful. The pt was taken for surgical device removal. Surgery was successful and the pt did fine.